Event description:
It was reported that patient faced infusion set patch was pulled off while attempting to disconnect tubing from site on (B)(6) 2026. The set had been in use for two days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.